Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical service during drain 3 out of 4 having drained 914ml out of an expected 1504ml. Patient reported receiving the m31 air detected in cassette warning. The patient attempted to troubleshoot, but the warning continued to return. Patient confirmed that the patient connection and bag connections were tight. Patient confirmed that the unused lines were clamped. Treatment was cancelled and when removing the cassette, the patient reported observing a fluid leak from the cassette into the cycler door. The patient was advised to discontinue use of the liberty select and to contact the peritoneal dialysis nurse. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the patient¿s clinic was notified of the alleged event. The patient reported not completing treatment the night of the alleged event. The patient resumed treatment on the replacement cycler. Patient did not experience any complications as a result of the alleged event. There was no medical intervention.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.